Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator software was upgraded. The ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The reported technical error code indicates a communication alarm triggered by monitoring subsystem that summarizes several different communication problems. When these internal communication problems occur on a ventilator, values and curves can be lost from the screen, but the ventilator will continue to ventilate with previous settings. The root cause of the reported event has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model # and # d4 - unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n. D4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the ventilator shut off while connected to a patient. There was no patient harm. Manufacturer's ref. #: (B)(4).